Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 413 mg/dl. The customer was treated with manual injection. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. Customer was neither in emergency room nor admitted into hospital and based on customer report customer did not allege insulin pump was under delivering. The insulin pump passed the displacement test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump will not be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test.